Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: after surgery, a metal piece was found on the operation table. The patient's cavity was checked with x-ray and it was confirmed that all clips were positioned properly. The lot number is not available. Follow up has been sent to the reporter for a photo of the metal piece.